Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized and subsequently admitted to the intensive care unit due to an elevated blood glucose (bg) level. The bg value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.